Event description:
The doctor was withdrawing the instrument and arcing occurred burning the lip. It appeared to be where the electrode is inserted into the pencil. The o.r. Supervisor said the burn would heal on its own without any intervention.